Manufacturer narrative:
Approximate age of device- 4 days. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, and the reported bleeding could not conclusively be established through this evaluation. The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that upon return on (B)(6) 2017, the new driveline dressing was saturated and the incisional line was notable with hematoma. The patient¿s dressing was changed and continued draining from the driveline with hematoma that was warm and red. The patient was transfused due to drifting hemoglobin level and concern for bleeding. A CT angiogram was performed at the left anterior abdominal wall around the hematoma and found no active bleeding. The patient remained afebrile with normal white blood cells. The patient was treated conservatively then discharged with normal hemoglobin level on (B)(6) 2017.